Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the lockscr ø5 self-tap l36 tan (part #: 413.336; lot #: 69p5015) was received at us cq. Upon visual inspection, the threaded screw head snapped off the threaded screw shank. Both fragments were returned. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection was performed due to post manufacturing damage. Document/specification review: the following drawing revision was reviewed based on the manufactured date of the device. Current and manufactured were reviewed. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the retuned screw head was broke off. Although no definitive root cause could be determined based on the provided information, it is likely the device experiences unintended forces such as over torque. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part # 413.336, lot # 69p5015, manufacturing site: grenchen, release to warehouse date: 03 september 2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Investigation summary: complained issue could not be replicated and/or confirmed, as there is no broken screw visible we are only able to confirm to see one intact plate with ten intact screws, based on the available information (incl. Pictures and/or x-ray¿s). Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, one (1) 5.0mm locking head screw and one (1) lcp femur plate broke in the patient. The original date of implantation was (B)(6) 2021. On (B)(6) 2021, the surgeon diagnosed a complete shift of the fracture and breakage of the plate. The patient was revised on (B)(6) 2021 with a retrograde femoral nail. The locking head screw and lcp femur plate were successfully explanted. The surgery was successfully completed without surgical delay. This report is for one (1) 5.0mm ti locking head screw self-tapping 36mm. This is report 1 of 2 for (B)(4).